Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer did not report this occurring during patient use.

Manufacturer narrative:
Testing of the returned battery pack determined that depleted cells within the battery pack caused the reported issue. Troubleshooting of the device with customer service identified that once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.